Event description:
It was reported that the setscrew of pulse generator could not be loosened. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.